Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient felt tingling in their neck and were feeling unwell in (B)(6) 2016. The patient went to the hospital to have their device checked and no issues were found after imaging, but the patient still had tingling and they did not feel well. The device was checked again in (B)(6) 2016. The patient's health care provider (hcp) suspected there was an issue at the location of the extensions so a revision was done to replace the extensions. The tingling disappeared after the extensions were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.